Manufacturer narrative:
(B)(4).

Event description:
It was reported that patient was presented in clinic with multiple non-sustained oversensing and vf episodes and lead noise. Inappropriate therapy was observed during a vf episode due to oversensing. Review of the egms revealed intermittent oversensing on the ventricular channel and increased r-wave sensing. Chest x-ray and lead revision were recommended. Patient was stable. No further information available.

Event description:
New information on (B)(6) 2018, indicated that the right ventricular lead was capped and replaced on (B)(6) 2018. No further information was reported.